Event description:
Adverse event: "irregular incision" (no code available). Product problem: "not performing well" (dull). The surgeon reported at the start of the procedure, the knife was "not performing well" dull. The dull blade resulted in an irregular incision. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).